Event description:
It was reported that patient was not receiving effective therapy and therapy had not been good for the patient since implant. Unipolar impedances were measured to be high, between 2100-2900 ohms. Bipolar impedances were measured to be lower at about 1400-1900 ohms. The patient¿s healthcare professional (hcp) was planning on doing a lead revision due to the lead not being in the correct location. The revision surgery had not been scheduled at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0340570v, implanted: 2003 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0340570v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0340570v, implanted: 2003 (B)(6); product type lead product ID 3389-40, lot# j0340570v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient was waiting for an eye infection to clear before proceeding with the lead revision. The patient was not receiving effective therapy at the time of this report.

Event description:
Additional information received reported that no lead revision had been scheduled and there was no update on the patient outcome.

Event description:
Additional information received reported the patient¿s lead revision was on hold due to an unrelated medical issue and the patient was not receiving effective therapy at the time of this report.